Event description:
It was reported that the patient had hypoglycemia and was treated by eating some carbs on (b)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a Serious Injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number: Reporting Site: 8021545, Manufacturing Site: 8021545.